Manufacturer narrative:
Adverse event assessment: additional follow-up was conducted regarding the report of (unspecified) medical issues causing the patient's skin to get tight. The patient states they cannot wear v-go on their abdomen because of previous surgery which left scars. The patient was not wearing it on their arm because they assist their spouse, and the device gets bumped. The patient stated they very recently started wearing it on their arm again and it seems to stay in place. Patient states they are a cancer patient and one of the medications they take causes swelling of the feet and legs. The patient states their health care professional (hpc) is aware of the problem. The patient also stated that they recently have developed possible kidney issues. The patient denies any skin issues related to the adhesive on the device. The patient's fluid retention issues are not related to the device. This is not an adverse event related to the device.

Event description:
It was reported that the v-go fell off the patient's body before the 24-hour period, around noon time after about ten hours of wear. The patient indicated that this occurs about three times per week, however the specific number of events and event dates were not provided. The patient stated that they wear the v-go on their legs because it stays on better. The patient also shared that medical issues are making their skin tight and they think that may be the reason for the fall off. The patient also shared sometimes there was interference with clothing after using the bathroom and trying to put clothes back on. No devices are available for return.